Manufacturer narrative:
The device was received fully deployed and the data obtained from the device generated an 0x5f alarm indicating open ground at the hook switch. Inspection of the sma assembly found no damages or defects that would contribute to the alarm. The cause of the alarm could not be conclusively determined. No damages or defects were observed that would result in the needle deploying early. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the device deployed.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod indicating that there was a needle mechanism failure. The patient did not report any blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.